Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (dissection). (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After a trunk-ipsilateral leg component was advanced and deployed from the right side, a contralateral leg component was implanted in the left common iliac artery. When a touch-up ballooning was performed to the contralateral leg component using a non-gore manufactured balloon catheter, a small aortic dissection was revealed, originating from the distal end of the contralateral leg component to the left external iliac artery (the length of dissection was approximately 1cm). The procedure was concluded with a wait-and-watch approach taken to the aortic dissection. It was reported that ballooning was likely to be performed beyond the distal end of the contralateral leg component, which may have caused or contributed to the aortic dissection.